Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that she has went low three times. The blood glucose reading is 126 mg/dl. The drive support cap is protruded. The motor error has occurred multiple time during the priming process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to motor error alarm. The insulin pump had missing end cap sticker.